Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next gen meter was tested with the in-house contour next test strips from lot # 2epef03b using blood sample, which gave a satisfactory performance. Lot # captured in section d4 of the initial report was 2epef038. The correct lot # is 2epef03b. Section d4 has been updated with the correct lot #.

Event description:
The customer from ireland reported that he obtained blood glucose readings of 1.8 mmol/l and 18 mmol/l with the contour next gen meter. The customer did not present any symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.